Event description:
Pharmacist stated the customer reportedly received results of 51 mg/dl and 200 mg/dl within seconds on the nano system. No adverse event reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.